Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of an unspecified medication. The customer used an incompatible 1ml medline syringe. The hospital pharmacist indicate "the issue was entirely user error". Although requested, the customer declined to provide any additional details.